Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was received with the stent partially deployed. The investigator successfully deployed the stent with no issues or resistance experienced. The distal stent wires were noted to be damaged. This type of damage is consistent with the user encountering resistance and applying excessive force either when attempting to advance the device or deploy the stent. No other issues were identified with the deployed stent that could possibly have contributed to the complaint incident. A visual inspection of the stent impression and stent cups identified no issues. The imprinted stent impression was clear on the stent holder. A visual and tactile inspection of the device identified no issues along the length of the delivery device. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occured. The target lesion was located in the stenosed carotid artery. A 10.0-31mm carotid monorail stent was selected for use. It was difficult to advance the device to the lesion. The distal end was found slightly deployed and opened/flared after it was removed. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occured. The target lesion was located in the stenosed carotid artery. A 10.0-31mm carotid monorail stent was selected for use. It was difficult to advance the device to the lesion. The distal end was found slightly deployed and opened/flared after it was removed. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure.